Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with all buttons functioning properly no damage on the keypad assembly. No button error alarm. The insulin pump had a scratched lcd window, cracked case display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and pump received with cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose reading was unknown. The customer stated the buttons need to be pushed 4-5 times in order for them to work. The insulin pump was returned back for analysis.